Event description:
It was reported by an attorney that the patient underwent a gynecological procedure on (B)(6) 2009 and mesh were implanted. It was reported that she experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4). A review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
It was reported that patient underwent urethral dilatation, bladder biopsy and vaginoscopy due to recurrent urinary tract infection, hematuria, pelvic pain and pop on (B)(6) 2014. It was reported that patient underwent excision of the vaginal mesh, posterior repair and perineoplasty due to mesh erosion, vaginal and pelvic pain and grade ii rectocele on (B)(6) 2014. No additional information was provided. (B)(4).

Manufacturer narrative:
(B)(4). Details: it was reported that following insertion the patient experienced urinary urgency, recurrent urinary tract infection and dysuria.

Manufacturer narrative:
(B)(4): it was reported that the patient underwent a gynecological procedure and mesh was implanted on (B)(6) 2009 along with concurrent cystoscopy due to rectocele, cystocele and urinary incontinence. It was reported that following insertion the patient experienced pain, extrusion and bowel problems.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.